Event description:
Customer's husband reported customer received glucose readings of 63 mg/dl, 200 mg/dl and 69 mg/dl from his freestyle freedom lite meter. Customer's husband reported customer experienced symptoms of shakiness and ate food to counteract her symptoms. Paramedics were called and treated customer with intravenous solution and glucose tablets. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's meter has been returned to the lab, and an investigation has determined the complaint is not confirmed. All results were within the range specification, and no errors were observed during control solution testing. In addition, two reported readings were located in the meter's hyperterminal log, but they were not taken within 10 minutes.